Event description:
Reporter alleged glucos measured 97 mg/dl at 8 am and on a different meter measured 51 mg/dl at 8:10 am. No actions taken and no medical attention sought reportedly. It was reported the night prior to the alleged incident glucose read 92 mg/dl at 10 pm and drank some apple juice before going to bed. A request was made for the return of the suspect device and replacement product was sent.